Event description:
It was reported that the external pulse generator turned off while pacing on a good battery. The generator was returned for service. It was noted that no bails, covers, ring or knobs were returned with it. It was indicated on the return paperwork that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the report that the device turned off. Analysis confirmed the ring cover, two side bail covers, ring, two side bails, and two knobs are missing. Upper and lower cases are broken / contaminated. Battery release, heart block, lead flex cover, two output connectors, and heart wire contacts are contaminated. Battery drawer is broken. Battery contacts are compressed.